Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application displayed the incorrect voltage during threshold testing. The user programmed the thresholds to decrement by three pulses but the voltage displayed on screen failed to match the voltage being tested. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.